Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) inspected the system onsite and identified that flex vision monitor not displaying live image. As part of the troubleshooting process, the fse found that video connection not properly secured on dvi splitter. To resolve the issue fse secured video connection and verified proper system operation. After repairs were completed, system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's flexvision monitor was not displaying the live image. No harm was reported to philips. Philips has started an investigation of this complaint.